Event description:
It was reported that the patient had an infection in the implantable pulse generator (ipg) pocket site. The patient underwent a surgical washout procedure where the ipg and leads were cleaned. A new ipg pocket site was made, and the same ipg was implanted. There was no report of patient harm or injury. A culture was collected and confirmed a staphylococcus aureus infection. The patient was treated with cephazolin intravenous 2 g tds for 5 full days and then transferred to oral cephalexin 1g bd at discharge for four weeks. The device remains implanted and functional. The device history record was reviewed. No relevant nonconformances were found. Following the ipg washout and relocation, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
(B)(4).